Event description:
A laboratory technician accidentally stuck herself with a needle. A blood sample from this technician was tested for using the advia centaur hiv 1/o/2 enhanced assay. The initial and repeat results were both reactive. Supplemental confirmatory testing was performed and the results were non-reactive. A new blood sample was drawn from the lab technician and the advia centaur 1/o/2 enhanced assay result was reactive whereas the confirmatory result was non-reactive. The laboratory technician was administered gamma globulin and combovere.

Manufacturer narrative:
The instruction for use clearly states that repeatedly reactive specimens on the advia centaur must be investigated using supplemental tests. This event is being reported because the lab tech was administered treatment based on the reactive results. No further eval of the device is required.